Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported a reading of 267 mg/dl and within 10 minutes tested two other times with readings of 79 mg/dl and 147 mg/dl. No adverse event alleged. A request was made for the return of the meter and strips, replacement sent.